Event description:
It was reported that emergency services transported the customer to the hospital due to blood glucose level of 900mg/dl. The customer was treated with unspecified fluids and insulin to resolve the issues. Reportedly, the pump battery could not be charged which resulted in the pump shutting down. The customer reverted to manual injections for insulin therapy. Multiple follow-up attempts were made to obtain additional information; however, the customer did not respond to follow-up attempts.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.